Manufacturer narrative:
Conclusion and justification status for MDR: the investigation confirmed that one of the balseals was missing however the other three were still retained on the device there is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The complaint form states that no pieces were left in the patient. In addition, the complaint form does not give any indication that there was a patient effect, but a surgical delay of 10 minutes was encountered. This issue will be further monitored in post market surveillance. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Missing balseal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).